Manufacturer narrative:
It was reported that the remote for a hospital bed was not functioning as intended ("a hospital bed remote controller burnt up during the night"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported that a "a hospital bed remote controller burnt up during the night".